Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose ranged from 176-177 mg/dl.

Manufacturer narrative:
Device not returned.